Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and buckling of the left common iliac artery stent events are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being discharged on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure, a type 1a endoleak with sac growth was identified with an angiogram. A re-intervention was completed. The physician elected to implant a suprarenal stent graft to resolve the type 1a endoleak. It was also noted that the left iliac side of the bifurcated stent graft appears to be mildly kinked therefore, the physician elected to place a left iliac extension as well. This was all done without incident. The patient status was reported as doing well.